Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey for the reliant stent graft balloon catheter. The objectives of the study were to identify any new device-related adverse events/effects and/or device complaints that were not anticipated or documented in the instructions for use (IFU) or risk management report and to confirm the acceptability of product performance. The reliant stent graft balloon catheter is a non-implantable device intended to be used for occlusion of large vessels / temporary occlusion of large vessels to control hemorrhage and for remodelling indication / expansion of self-expanding stent grafts. Survey resultsfrom a physician who used the reliant stent graft balloon catheter in nine cases for temporary occlusion of large vessels to control hemorrhage and eight cases to assist in the expansion of self-expanding stent grafts reported technical success of successful delivery to the target site and inflation was achieved in all cases. From the cases where the reliant stent graft balloon catheter was used for temporary occlusion of large vessels to control hemorrhage, there was one event of non-device related aneurysm rupture reported. It is unknown when the rupture occurred, no cause was provided. No other device or clinical events were reported. There was no allegation against the reliant device, the event was reported as non-device related.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.